Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation as the device is in vivo. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a legal claim. It is reported that a patient was implanted with a zimmer mmc, cup, uncemented, 54 mm/46 mm, code l on (B)(6) 2010 on the right side and is now monitored due to unknown reasons.

Event description:
It was now established that no indication of any potential deficiency related to the identity, quality, durability, reliability,usability, safety or performance of the reported products were available. Due to absence of an indicator for complaint definition, this case will be set to "not a complaint".

Manufacturer narrative:
Legal documentation, primary surgical report and lab report were reviewed during the investigation. No indication of any potential deficiency related to the identity, quality, durability, reliability, usability, safety or performance of the reported products were available. No answers to the follow-up questions were received. Thus, due to absence of an indicator for complaint definition, this case will be set to "not a complaint". Please invalidate this case from your system. Zimmer's reference number of this file is (B)(4).